Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore the complaint could not be determined.

Event description:
Medtronic received a report that the physician found the tip of the echelon microcatheter had fallen off upon opening the package during preparation. The physician replaced it with another microcatheter of the same model to continue the procedure. The device not used in patient. No further information has been provided.